Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres; however, on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.